Event description:
As device serial number was not provided, device history record could not be reviewed. No device history log available, not applicable for this type of complaint. The reported issue is already known, was investigated by the local r&d team in brézins. According to provided analysis, it was possible to reproduce the fault during testing and the root cause was found linked to a software bug. The us market is not affected by the problem that the investigation uncovered (nor the work-around suggested or the upcoming sw release). The error was triggered during tci programming, which is not in the us market. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.

Event description:
The following has been reported by customer: the customer reported that a system error 104 message was displayed on the screen of an agilia sp tiva wifi device while scrolling through the tci menu. Customer followed on screen instructions, switched device off then switched on and error message had cleared. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.